Manufacturer narrative:
Evaluation summary: it was caused due to the operation channel leak. In addition, we conformed that the ccd module disconnection; however, it is not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The lcb is broken (90/00%). This event occurred at the time of before use. There was no report of patient harm.